Manufacturer narrative:
Device available for evaluation: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010,product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported rep wasn¿t able to check impedances prior to replacement. Intra op a wireless external neurostimulator (wens) was used to check the two 3777-75s. Contacts 4,5, and 15 had high impedances and showed should be avoided. Rep made hcp aware if this. Hcp opted to connect the new device, and impedances were run again and the same contacts still showed to avoid using those contacts. The issue was resolved.